Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. When a thrombus is significantly large enough to reduce the blood flow to tissues it can cause obstruction of distal blood flow if left untreated, therefore may require intervention to prevent permanent impairment (e.g. Implant of a stent or surgical repair of the vessel). A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves; however, most often, a pseudoaneurysm will require treatment. In this case, the loss of circulation to the leg due to a thrombus, which required a peripheral thrombectomy and stent placement (heparin mistakenly not administered during the tavr procedure) most likely contributed to the reported pseudoaneurysm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by out (B)(4) affiliate, after sheath removal after the procedure the patient lost circulation to his leg. A balloon angioplasty, thrombectomy and heparin was administered. Circulation was re-established. Per report, heparin had mistakenly not been administered. Additionally, approximately five days post tavr procedure, by transfemoral approach, the patient had swollen groin. A pseudoaneurysm was diagnosed. A decision was made to conservatively treat the patient with a referral to a vascular surgeon. It is not known at this time what treatment was rendered. The patient's minimum luminal diameter (mld) measure 7.7mm. The vessel was moderately calcified and vessel tortuosity was mild.